Event description:
Boston scientific received information this device was emitting tones. Device interrogation noted a fault code (fc) 1003 and the message that voltage too low for projected remaining longevity. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. The device is malfunctioning. The device should be replaced and returned to st. Paul for detailed analysis.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The device remains implanted at this time and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received stating this patient's ejection fraction (ef) is now at fifty percent and they have cancelled the device changeout and requested the device be programmed off. The patient presented back as the device is still beeping and they are wanting to turn that off. A boston scientific technical services consultant stated there is no way to turn off the beeping for a fault code, regardless of how device therapy is programmed. The consultant stated that they can clear the fault when it occurs, which will stop the beeping; however, if the fault retriggers then it will start beeping again. No other adverse events been reported. This product issue will be updated if additional information is received.